Event description:
A facility reported a hakim valve (ID 823114) was implanted on (B)(6) 2017 and on (B)(6) 2022 cant be adjusted; therefore it was removed and replaced. . The patient is a 6 year-old child.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The medos valve was returned for evaluation: DHR - lot 4469560, conformed to the specifications when released to stock failure analysis - the valve was visually inspected; biological debris was noted in the valve casing. The valve was tested for programming, the valve failed the test, the valve would not program over 60mmh2o. The valve was reflux tested, the valve failed the test. The valve was then pressure tested at 40mmh2o, the valve failed the test. The cam mechanism was gently moved. The valve was retested for programming, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the spring, on the cam mechanism in between the ruby ball and the seat of the ruby ball and on the base plate. The valve passed the tests for occlusion, leaks. Root cause - the root cause for the issues reported by the customer is due to biological debris and protein build found on the spring, on the cam mechanism, in between the ruby ball and the seat of the ruby ball and on the base plate, this is also the root cause for the failed reflux and failed pressure test noted during the investigation.

Event description:
N/a